Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l3/5 due to spinal canal stenosis. Intra-op, after dissecting the intervertebral disc at l3/4, trial was hammered in the intervertebral disc. After it was removed, the dura was injured. There was bleeding at intervertebral disc from decompression. Bleeding did not stop immediately. Bleeding stopped finally with using two floseal, but the suturing of the dura did not go smoothly. Device was not implanted and wound was closed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.